Event description:
(B)(4).

Manufacturer narrative:
Document review: mectalif anterior drill - surgical instrument: ref 03.30.10.0007 - lot 1410923 ((B)(4) deviced produced): no anomalies found related to the problem occurred. Twenty-four items of the lot are in use in the world and no other similar issues on them have been reported.